Manufacturer narrative:
(B)(4). Report source, foreign - the event occurred in (B)(6). Extended time under anesthesia. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a revision surgery the inserter became blocked while inserting the stem. A surgical delay greater than two hours was noted. Attempts have been made and additional information on the reported event is unavailable.

Event description:
It was reported that during a hip revision surgery, the inserter became blocked while inserting the stem. A surgical delay greater than thirty minutes was reported, however exact duration is not known. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable

Manufacturer narrative:
The following report is being submitted to relay additional information received. The complaint cannot be confirmed based as the returned device shows no signs of failure on evaluation. Upon visual inspection the inserter shows signs of use in dents and dings visible. The inserter rotates and can be disassemble. The thread in the tip of shaft passed gauge tests. The tangs location and dimensions were inspected and found to be within specifications. Review of the device history record identified no deviations or anomalies would contribute to reported event. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.